Event description:
Hospital advised that a 50cc bag of propofyl was hung on channel c at 12:45 a.m. And the rate set at 7.3cc/hr. This was the only channel operating at the time. The nurse indicated that at 1:00 a.m. There were 5ccs left in the bag and the volume infused read 3.1cc. There was no patient consequence.